Event description:
Set up infusion for magnesium (mg.) Sulfate (2g in 50ml), primary was 0.9 and mg. Sulfate was piggy backed to it. Primary bag was programmed at 10ml/hr (to keep open (tko)) and hung lower than the mg. Sulfate. Set pump for administration of 2 hours per md orders of 1g per hour.  Pushed start button, confirmed that the mg. Sulfate was dripping. Less than two minutes later when I looked up again the bag was empty. I saw that the drip chamber in the primary (0.9) infusion was full and that there was bubbling in the 0.9% bag. The infusion was immediately stopped, pharmacy and the md were called. Pt. Vitals were taken and mg sulfate level ordered by md. Lines were inspected by myself and another nurse, verifying that setup was correct.